Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. A photograph was provided by the patient confirming the reported broken sensor wire. However, without the device being returned for investigation, a root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was broke. The sensor was inserted at the patient's abdomen (B)(6) 2015. No additional event or patient information is available.